Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
"While doing a leep today with a fischer excisor, dr jeng had a problem with it. The excisor broke during the procedure. It appears that we recovered all the pieces and the patient was ok. " "small excisor was connected to a covidien valleylab bovie pencil, plugged in to a covidien force triad generator that was set to cut 50, coag 50. As soon as the md started excising the specimen there was a pop, a small spark, and then the excisor cutting wire broke apart. All pieces were recovered. Patient and md appeared unharmed."

Manufacturer narrative:
Ref (B)(4). Investigation: no sample returned. Review DHR; analysis and findings: it has been approximately 60 days and the reported sample has not been returned. This product is purchased from a supplier and is pouched and packaged at coopersurgical. A review of the DHR (213432, 209050) did not show any abnormalities. A review of two year complaint history shows no other complaints. The reported event cannot be verified or confirmed as the affected sample was not returned for visual evaluation. Definitive root cause of the reported event is indeterminable, however, it is suspected the device may have been used outside its recommended power range causing the wire to break. Previous engineering testing at csi could not duplicate reported failures when the device was used in accordance to instructions for use. Corrective actions: correction and/or corrective action; corrective action is not applicable at this time as the root cause is indeterminable. Will continue to monitor and trend for this issue. This complaint will be reopened and re-evaluated should the sample be returned. Was the complaint confirmed? No.

Event description:
"While doing a leep today with a fischer excisor, dr. Jeng had a problem with it. The excisor broke during the procedure. It appears that we recivered all the pieces and the patient was ok." "Small excisor was connected to a covidian valleylab bovie pencil, plugged in to a covidian force triad generator that was set to cut 50 , coag 50. As soon as the md started excising the specimen there was a pop, a small spark , and then the excisor cutting wire broke apart. All pieces were recovered. Patient and md appeared unharmed. " ref (B)(4).